Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) gave an error message related to photocell not connected or defective during procedure. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in edegem, belgium. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, encoder was replaced, non-volatile memory (nvmem) clear and pinpoint calibration performed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Most likely root cause of the reported event was traced back to a defective encoder due to wear.

Event description:
See initial report.